Event description:
During a follow-up in-clinic, an increase in capture threshold was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and dislodgement was confirmed. Patient ambulation was alleged to be the cause of the event. Reprogramming was performed to resolve event. The patient was stable and will continue to be monitored.